Event description:
The patient was undergoing an exploratory laparotomy, sigmoid resection and colostomy. Staple line leak recognized intra-operatively and additional procedure required to complete surgery. The surgeon was using an autosuture gia and ta. No other product identifiers available.